Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-11090. The patient is implanted with scs system for off-label use. It was reported the physician suspected an infection at the right lead site. As a result, he explanted the patient¿s right lead. Culture results are unknown at this time. Note: both of the patient's leads are being reported because it is unknown which lead was explanted.